Manufacturer narrative:
Product ID: neu_wrench_acc, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the setscrew on the implantable neurostimulator (ins) would not tightened down on the lead and the lead was loose. This occurred during implant. A new, different ins was used with "no issues." No further information was reported.

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed the following: connector blocks out of alignment. The setscrew is misaligned due to the connector block being misaligned. Final analysis of the wrench showed no anomalies.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.